Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. Although inspection of the needle mechanism assembly found no evidence that would result in the needle deploying early, a root cause for the reported event could not be determined. In addition, the downloaded data returned an 0x1c alarm, which indicates the device ran until the pump expiration time of 80 hours. The downloaded data confirmed that the device ran for 80 hours.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the needle deployed early while priming the pod; indicating a needle mechanism failure. The pod was not worn and the patient's blood glucose levels were unaffected.